Manufacturer narrative:
Updates: describe event or problem, relevant tests/lab data, other relevant history. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR ID# 2134265-2013-02447. It was reported that post a stenting treatment procedure, the patient expired. (B)(6) 2010 - the patient presented with unstable angina. The 95% stenosed, de novo target lesion was 18mm long with a reference vessel diameter of 3.5 mm, located in the mid right coronary artery (rca). The physician pre dilated the lesion with an unknown balloon catheter and placed a 3.5 x 20mm taxus lberte stent. Following post dilatation, residual stenosis was 9%. The patient was discharged the next day on aspirin and prsugrel. Staged procedure: (B)(6) 2010 for stent placement to the 80% stenosis, de-novo target lesion mid left anterior descending (lad) and was 10 mm long with a reference vessel diameter of 2.51 mm. Which was treated with direct stent placement using a 2.75 x 12 mm taxus liberte stent. Following post dilatation, residual stenosis was 9%. The patient was discharged the next day on aspirin and prasugrel. The patient expired on an unknown date. No further information is currently available.

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported in (B)(6) 2013 the patient presented to the emergency department with complaints of progressively worsening sudden substernal chest pain radiating to the jaw, associated with nausea and was hospitalized on the same day. The patient was not on aspirin which was last taken sometime in 2012 and was never on study drug during the study. The patient was also noted to have an elevated white blood count and low platelet count on admission. The patient had a history of leukemia which was found to be in an advanced and relapsed condition and was not responsive to hematology and oncology chemotherapy. Holter monitor test and stress test performed on admission were unremarkable. Cardiac enzymes were also found to be negative. The patient was referred for cardiac consultation, post which it was decided to not proceed with any intervention and treat symptomatically in lieu of the patient's advanced condition. The patient was also noted to be anemic with hemoglobin of 8.6 g/dl and hematocrit 25.3% (reference range unknown) and was transfused with 7 units of purified human red blood cells (prbc) and 7 units of platelets. The patient was unresponsive to chemotherapy and increased blasts from the peripheral smear were noted. The patient was transferred to hematology/ oncology department for further evaluation and treatment, however, the patient's condition continued to deteriorate. And started having labored breathing with periods of apnea, became unresponsive to touch and verbal cues, was made a do not resuscitate (dnr). Six days later the patient expired.